Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt went for a pump replacement after several months of high powers and elevated ldhs. Ramp echos indicated that through the pt was hemodynamically stable the pump was not unloading the centrical at higher speeds as expected. Treatment with bivalirudin was attempted with ongoing high powers and ldhs in the 800 range. A decision was subsequently made to exchange the pt's pump.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The explanted pump was returned assembled with the percutaneous lead (lead) cut approximately 5¿ from the pump housing and the distal portion of the lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly, examination of the pump revealed presence of loosely seated depositions in the outlet stator. The depositions lacked denaturing and lamination and were not adhered to the bearing ball or the stator blades. Although the origin and duration in which they were present in the pump could not be conclusively determined, the depositions did not appear to have originated in this location. In addition, there was no evidence of contact marks on the outlet side of the rotor or the outlet bearing cup to confirm that they were present while the pump was supporting the patient. Upon removal of the observed depositions, the device was cleaned. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. In summary, the manufacturer's analysis of the returned device did not reveal any anomalies that would have contributed to an elevation in pump power and the depositions observed in the pump would likely not have contributed to a pump issue. Although the report of high pump power consumption was confirmed based on the data captured in the log file provided at the time of the event, a direct correlation to the returned explanted pump could not conclusively be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event. This follow-up medwatch report was previously submitted to FDA on 12/12/2014 (3rd ack received) with MFR report # 0002916596-2013-01154 within the required 30 day timeframe. This occurred shortly after implementing emdr reporting. Through communications with cdrh emdr (emdr@FDA.hhs.gov), it was discovered that medwatch submissions should not contain leading zeroes before the manufacturer registration number. On (B)(6) 2015, notification was received via cdrh emdr to resubmit corrected follow-up reports with no zeroes in the MFR#.